Event description:
Breast implant surgery 2007. Symptoms began approx 5 years ago. Went to multiple drs and no one diagnosed my breast implant illness. Began with hormone changes, early menopause at age (B)(6), heavy irregular periods, mood swings. Then after symptoms developed over the years: dizziness, hair loss, nausea, abdominal pain, anxiety, depression, insomnia, acid reflux, dry eyes, increased thirst, blurred vision, sensitivity to heat and sunlight, frequent sinus infections, yeast infections, joint pain to fingers, knees and hips, headaches, migraines, heart palpitations. Plain to left breast and breast became hard from scar tissue. Get lab work done to rule out diabetes and thyroid disorders. Went to pcp, endocrinologist, gynecologist and ent several times. Had to research my own symptoms and realized my implants were causing my illness. Had explant surgery with total capsulectomy on (B)(6) 2019. FDA safety report ID# (B)(4).